Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the adhesive pad issue could not be confirmed. The sides of the adhesive pad was returned folded together indicating that the adhesion properties were sufficient.

Event description:
The patient reported that on monday, (B)(6) 2019, her v-go came loose after wearing the v-go for about seven hours. It did not fall off but the needle came out her body. She tried to push it back in. Then she put some hospital tape on the pad edge to keep it on.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the adhesive pad issue could not be confirmed. The sides of the adhesive pad were returned folded together indicating that the adhesion properties were sufficient.